Event description:
Clear view uterine manipulator in use for a surgical procedure. Operator had difficulty manipulating the uterus properly. She felt like it was "falling". Surgeon questioned if it had come out. The procedure was completed. Surgeon removed the manipulator at the end of the case and noticed that the manipulator had disintegrated. Surgeon irrigated the vagina. The pt was repositioned into yellow fins and a hysteroscopy was performed to verify all remains of the manipulator was removed during the previously noted events. Reason for use: robotic-assisted laser ablation of pelvis.